Event description:
Reportedly, the pacemaker involved in this MDR report was interrogated on (B)(6) 2013 and was found at elective replacement indicator (eri) with a battery impedance of 10 kohms; whereas during previous follow-up on (B)(4), 2012 (i.e 6 months before) a time to eri of 24 months was displayed and the battery impedance was at 4.66 kohms. Because the eri was reached, the device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.